Manufacturer narrative:
This device was included in a field action and returned product testing found the device did not perform as described in the field action. Product event summary: performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters.

Event description:
It was reported that the device had an electrical reset (por) due to a write to locked random access memory (ram). An alert was issued but the patient was unaware of the device beeping. The por was cleared when the device was reprogrammed and it was noted that the device was nearing recommended replacement time (rrt). It was also reported that the right ventricular lead was oversensing and the electrogram (ECG) showed brief periods of asystole. The lead was evaluated for replacement however the impedance and capture threshold trends were stable. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis revealed an error message/code within the firmware. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. (B)(4).